Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the patient received a burn on the ear during a tympanoplasty procedure. It was a full thickness burn (x1 on ear lobule and x1 in the inter-tragal notch). Both less than 1cm. The burn wounds were cooled intra-operatively and dressed with chlorsig and gelonet. Following this, the patient was given chlorsig ointment to apply until the burns heal. The insulated blue and white part of the pencil came into contact with the patient's ear. No metal part was touching the ear except at the very tip of the device.

Manufacturer narrative:
(B)(4). Date of initial report: 09/13/2016. Date of follow-up report: 10/04/2016. Evaluation of the incident pencil found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.